Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 02/09/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/23/2015 with the following findings:several 'occlusion' alarms, which were due to high force readings and can be indicative of the type of issue that was reported, were observed in the black box data. The pump was exercised for 24 hours, during which no 'occlusion' alarms were observed: the reported issue was not duplicated. The pump passed a force sensor calibration check. The pump successfully performed the prime sequence functions. During the analysis, the pump operated according to the specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an occlusion issue with the pump. The reporter stated that the patient's blood glucose levels were over 250 mg/dl but under 500 mg/dl. The reporter didn't report any symptoms associated with hyperglycemia. The reporter noted that there was a cancelled bolus as a result of the occlusion alarms. The reported blood glucose excursion does not meet the requirements for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.